Manufacturer narrative:
Device evaluation: one device was returned for investigation. Both tamper seals were intact. Visual inspection found the top and bottom cases were in good condition. No visible contamination. Review of the error history log (ehl) found "base task timeout" followed by "primary audible alarm post" observed 3/26/23 with failed value of .0007. "Primary audible alarm post" observed 3/7/23 with failed value of .0013. Pump was updated to v1.6.5 on 4/3/23. No further "primary audible alarms" are present in ehl post update. Functional testing was unable to duplicate the issue. Base task timeout indicates the pump base has not responded to the supervisor task within the allotted time. Base will attempt to recover from this with no user intervention, since user interaction is not required there is no alarm message or audible tone associated. This alert occurs in the background, will not interrupt infusion, and is not visible to clinicians. Service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device was related to the customer reported issue of a base task timeout. Although the reported problem is the same, the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint. There is no action/repair done to the device. Performed preventative maintenance (pm). Re-calibrated device. Device passed all functional tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has error messages for alarm speaker failure and base task. No patient injury reported.